Manufacturer narrative:
Customer reported to FDA: no information. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Found fluid ingression on pump by chassis base of the downstream occlusion sensor and high pressure alarm messages in the pump's event history logs. The root cause of the reported issue was found to be fluid ingression. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.

Event description:
It was reported that the pump had a "double beep with cassette" alarm. No patient injury was reported.